Event description:
It was reported that, during total knee arthroplasty, the tip of a journey ii cr locking femoral impactor bumper left broke. It is unknown if any of the broken pieces fell into the patient and if/how surgery was successfully completed. Patient impact is unclear.

Manufacturer narrative:
Internal complaint reference: (B)(4).